Event description:
It was reported per the field service report: symptom - purge failure alarms while on pt. The pump was exchanged off the pt. Findings/actions taken: pneumatic control switch (pcs) assembly sent to and replaced by hospital biomed.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.